Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. It was noted that the patient had the problem on the weekend prior to report. It was noted that he was having electrical jolts coming out of his foot. It was noted that the patient¿s doctor wanted the device off for one hour to see if there was any changes. The patient was following up with his doctor in one hour. Additional information received reported that the cause of the event was increased anxiety and dystonia in feet. It was noted that on (B)(6) 2013 impedances were within normal limits. It was noted that signs and symptoms associated with the event included ¿increase in anxiety and toe curling dystonia (transient) related to parkinson¿s disease. It was noted that the patient outcome was no injury.